Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported by the patient's attorney that the patient underwent surgery where posterior spinal hardware was implanted. Approximately 65 months post-op the patient underwent x-ray examination due to complaints of pain in the lower back and it was found that the rods had fractured. Allegedly, the patient was injured and suffered damages.